Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink solution administration set leaked. The patient was connected and receiving an unspecified immunotherapy infusion at the time of the event. There was no report of patient injury or medical intervention. The customer reported that the leak appeared to have been caused by either the roller or slide clamp. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured august 17, 2018 - august 18, 2018. The device was received contaminated with chemotherapy. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No additional testing could be performed due to the condition of the returned sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.